Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item#: 00875705601, shell, lot #: 63122316. Item#: 00801803601, head, lot #: 62668021. Item#: 00771101000, stem, lot #: 63175924. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00661, 0002648920 -2020 -00095.

Event description:
It was reported the patient underwent a hip revision procedure approximately 3 years post implantation due to unknown reasons. The shell, liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.